Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level was 400mg/dl. Customer current blood glucose level was 235mg/dl. Troubleshooting was performed for under delivery. Based on customer report customer did not allege pump was under delivering .the product will not be returned for the analysis.